Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the blue sureform 60 reload with an alleged issue to perform failure analysis. A review of the stapler logs revealed the following: a sureform 60 stapler instrument (part #480460-12) was installed on the system 6 times and fired six sureform 60 reloads (2 blue, followed by 4 white). There were no incomplete unclamps by this instrument. On installs 1-4, and 5, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp attempt was incomplete. The next clamp was successful, and the firing was completed with 2 pauses for compression. After the 6th install, the stapler was removed and not used in the procedure again. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-25922 for MDR submission of the same event reported against a white sureform 60 reload.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, staple line bleeding was observed where multiple white and blue sureform 60 reloads were fired. The sureform 60 stapler instrument firing sequences were reportedly completed without any intraoperative errors throughout the procedure. The staple line bled where the first three sureform 60 reloads (2 blue, 1 white) were fired. The bleeding was described as significant oozing, which required intervention. The surgeon over-sutured the staple line to address the bleeding. The estimated blood loss was negligible. The procedure was completed robotically, and the patient is recovering well.